Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/22/2015 with the following findings: a review of the black box data showed no evidence of short battery life; observed warnings were due to normal battery wear. A visual inspection of the pump showed that the battery compartment was cracked. During testing, the pump was able to successfully perform the ez prime steps. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing.